Event description:
Film review analysis: angio images 4 years post-implant showed that the bifurcate was approximately 1cm below the left renal artery, which was stented. The ipsilateral limb and 2 extensions had been placed up to the right internal iliac artery, and the contra limb and extension were positioned just proximal to the left internal. No endoleak or any other stent graft issues were seen. Cta's were not provided. The cause of the reported migration of the distal right limb into the sac, causing the distal type I endoleak, could not be determined from these images. Images pre-secondary procedure were not provided and the reported type ib endoleak could not be assessed.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of 6.5 cm abdominal aortic aneurysm. The aortic neck was 27-28 mm in diameter and 60 mm long. The distal aorta was 39 mm in diameter. The right iliac was 9-13 mm in diameter, moderately tortuous and without stenosis. The left iliac was 10-13 mm in diameter, mildly tortuous, and 40 percent stenosed. The right and left femoral arteries were 8 mm in diameter. Approximately two years post implant, it was reported that the patient presented with a symptomatic aneurysm due to a distal type I endoleak on the right side following migration of the right limb into the aneurysm sac. An extension graft was implanted in the patient resolving the endoleak. The physician assessed these events as not procedure but device related.

Manufacturer narrative:
Method: film.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (endoleak, migration), (unknown cause of event); evaluation, conclusion: (unknown cause of event), known inherent risk of a procedure (endoleak, migration).